Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged component - bearings, ball bearing fell apart, missing balls and cage not available and device bracket damaged. Motor on the device seized, moved heavily and was jammed. It was further determined that the device failed pretest for temperature, cutter insertion (ball bearing), lock operation (rattle) and visual assessment (bracket). It was noted in the service order that the device bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation of the returned device, reliability engineering determined that the reported condition was confirmed and the bearing was failing. It was also determined that the device failed the vibration assessment, due to the bearings being worn out and damaged. It was also determined that the device had a drill tip and leg. This type of damage is indicative of side loading causing the cutter to flex and to come in contact with the neuro tip and leg. The assignable root cause was determined to be due to wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.